Event description:
Patient fell off ladder and experienced a distal humurus fracture as a result. Doctor implanted a plate and screws to remedy fracture. Patient was 6 weeks out of surgery and experienced pain. Upon doctor visit, x-ray was taken and revealed that screws pulled through the plate. Surgeon removed screws and plate. Rep clarified that two screws pulled through medially and two pulled through laterally. The medial plate remains implanted.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted.

Manufacturer narrative:
The screw has been received essentially complete but damaged. The hex inlay and the screw tip are damaged. Material disintegration from the 4th thread was observed. The anodization layer of the screw threads was damaged. As per clinical expert evaluation, x-rays showed a screw insertion up to 40° degree cone. Based on the investigation, the root cause was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Patient fell off ladder and experienced a distal humerus fracture as a result. Doctor implanted a plate and screws to remedy fracture. Patient was 6 weeks out of surgery and experienced pain. Upon doctor visit, x-ray was taken and revealed that screws pulled through the plate. Surgeon removed screws and plate. Rep clarified that two screws pulled through medially and two pulled through laterally. The medial plate remains implanted. New information: rep reported that all screws that pulled through plate were removed. Plate was removed and replaced. No known allegations against medial plate.